Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7278 implantable pacemaker cardio/defib: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos.) The rv lead remains in uses. No patient complications have been reported as a result of this event.